Event description:
A us distributor reported that a patient was experiencing ecgs non-functional messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check belt messages) has been confirmed. Upon investigation the electrode belt q1 component on ECG "d" cable was intermittent causing the faults. The root cause for defective component could not be positively identified. No adverse event resulted from the damaged electrode belt.